Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
On an unknown date, a patient was implanted with a vectra implant and screws. On an unknown date, the patient experienced non-union. On (B)(6) 2013, the patient underwent a vectra anterior cervical fusion revision surgery due to the non-union. The vectra implant and four screws were removed. While the surgeon was removing the distal screw on the vectra implant, the inner portion of the extraction screwdriver tip broke. It was swapped for another driver that was readily available. The surgery was not prolonged. The patient was revised to a zero-p implant. This report is for an unknown vectra implant. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
This device is used for treatment not diagnosis. A visual inspection of the returned device was conducted and found that the device is in an used condition as all locking clips are deformed. A manufacturing evaluation revealed that the relevant dimensions cannot be verified anymore because the locking clips are deformed. Therefore this complaint is indeterminate from a manufacturing standpoint. It is impossible to define if the clips did get deformed during the insertion or the extraction of the screw. A product development event evaluation was performed and the following was documented. The extraction driver is used for removal of the vectra and accs screws. The inner shaft threads into the inner thread of the screw. The outer driver shaft is then used to unscrew the screw from the bone. The inner shaft of the driver was returned with approximately all except half of a broken thread remaining. The thread failure appears to have occurred from applying a bending moment, force applied perpendicular to the axis of the instrument. The force appears to have exceeded the tensile strength of the threaded region of the shaft. The threaded shaft may not have been fully tightened down to the screw as described in the technique guide. The engineer reviewed relevant drawings . The driver inner shaft was produced prior to the material change to custom 465. The risk assessment does not include all possible harms specifically a delay due to retrieval of the tip as in this complaint.